Event description:
A customer contacted baxter (B)(4) regarding damage on a minicap transfer set. The customer returned the sample for evaluation, and during functional tests a leak was found coming from the transfer set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The set was received and evaluated. During functional testing, the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with a leak noted during clamp function but no tubing leak was noted. The set was visually inspected and noted that both of the occluder feet were broken at the top. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. During visual inspection, there was no indication on the occluder leg that would point to a possible overtorque. Cracks and chipping/flaking of the light blue body were noted as well as discoloration (blue/gray) on the patient connector. This report of a leak was confirmed during the sample evaluation; however, no root cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.